Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). The manufacturing location was unknown. Device manufacture date: the device manufacture date is unavailable. (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was observed that the battery device stopped working. It was reported that the device did not hold a charge. It was not reported if there was a delay in the procedure due to the event. It was reported that an unspecified spare device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.